Event description:
It was reported that when using the bd pyxis¿ medbank tower, patient ordered item (hydrocodone/apap 5-325mg) was stocked out in machine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) advised the customer to create a new order with the item identification (ID) (B)(4) with 1 tablet currently stocked in the machine. The system functioned as intended after the technical support specialist guided the customer.